Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient experienced some neuropathy since implant, so the device was replaced, hoping that would fix it. It was noted that they noticed the neuropathy immediately after it was implanted, and that it did not go away with the replacement device. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) on 2017-06-30 reported that troubleshooting for the event included reprogramming without success, then the lead was replaced, and then removed. The cause of the neuropathy was reported to be the patient¿s known history of disc disease and alcoholic neuropathy. It was also reported to be stimulation related as it resolved with stimulation off. The patient¿s weight at the time of the first implant was noted to be 150 lbs. The device would not be returned for analysis as it had been discarded. No further complications were reported.